Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr, serial # (B)(6). While troubleshooting the issue service observed that the crystals were adhered to the sample arc, probe. Service cleaned the arc, probe (list number 08c94-47) and deemed the arc, probe the likely cause for the false positive b-hcg result. No additional discrepant result issues have been reported since the service activity was completed. A review of tracking and trending of the architect i2000sr and the list number arc, probe (list number 08c94-47) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr and the list number arc, probe (list number 08c94-47) was identified.

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: processed on (B)(6) 2024 sid:(B)(6) initial result = 241.57 miu/ml positive. Repeat result = <1.2 miu/ml negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed a false positive for architect total b-hcg for one patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided. Processed on (B)(6) 2024 sid:(B)(6), initial result = 241.57 miu/ml positive repeat result = <1.2 miu/ml negative no impact to patient management was reported.